Event description:
Reporter indicated a vns patient had high lead impedance readings at an office visit after the patient had physical therapy performed. The reporter feels the high impedance may be caused by fibrosis at the lead site or a lead fracture. No further information will be available from the reporter. The reporter is aware of the recommendation to disable the vns, but it is unknown if this has occurred. X-rays have been requested, but have not been received to date. Vns revision surgery is planned. Vns revision surgery is likely, but a surgery date has not been set.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.